Event description:
It was reported that an asymptomatic pt presented in clinic after receiving a pt notifier for non sustained lead noise. The device was post paced t wave oversensing on the ventricular lead. The pt did not receive therapy. Reprogramming was discussed.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.